Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site. The customer reported the smoke was coming from the heat torch. There was a communication 349 error generated by the instrument. The sample probe failed to enter the drain and there was a bad cuvette error. The cuvette air pressure was low and the temperature was out of range. The instrument was rebooted. The heat torch was replaced and the cuvettes were cycled. The instrument's performance was verified and the systems check passed. The cause of the smoke being emitted was the heat torch malfunction. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
The operator of dimension exl 200 instrument observed smoke coming from the instrument. The instrument generated communication 349 error and a bad cuvette error flag. There are no reports of patient intervention or adverse health consequences due to the smoke that was emitted from the instrument.